Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported the pump touchscreen was cracked; cause was unknown. Customer's blood glucose was 150-200 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.